Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The customer states there are cracks on the pump where the reservoir goes in. The customer's blood glucose level at the time of incident was 437mg/dl. The customer treated the high with manual injections. The customer was advised the pump would be replaced and returned for analysis.